Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that to resolve the issue they reset the adaptive stimulation and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that since the patient had an unrelated surgery three weeks ago the adaptive stimulation had not been working. The representative was going to reorient the adaptive stimulation. Further information received from the representative stated they were unable to setup the adaptive stimulation as the settings didn¿t transition. The upright was at 2v and the laying was at .5v which gave appropriate stimulation, but when the programmer session was exited the stimulation sensation didn¿t appear to hold. When they connected with the clinician programmer it was confirmed that the defined positions were appropriately set. Troubleshooting had them change the upright position and when the session was exited the stimulation worked as intended. An impedance test showed electrodes 0, 9, 10, 15 at 40000 in the upright position, but when tested in the laying position electrodes 1, 7, 9, 10 and 15 were at 40000. The patient was programmed using 3+, 4-, 12- and 5+. The indication for use was spinal pain. No patient symptoms reported.